Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned for analysis. Upon analysis it was reported that there were no anomalies found. It was also reported that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt the right atrial lead was too short for the patient. The lead was not implanted. No patient complications were reported as a result of this event.